Manufacturer narrative:
The complaint of a damaged statlock is confirmed; however, the exact cause is unknown. One photograph of a statlock was returned for evaluation. An initial visual observation of the photograph showed a catheter in use connected to a statlock on the patients arm. The foam pad of the statlock appears to be stretched and portions appear to be missing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported statlock crumbling when outer plastic is removed despite the use of alcohol. Very difficult to remove. No patient impact. After use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported statlock crumbling when outer plastic is removed despite the use of alcohol. Very difficult to remove. No patient impact. After use. No other information was provided.